Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump was not water tight. Customer states that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.